Event description:
It was reported that during a surgical procedure at the user facility the device was not working. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation in progress.

Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause was determined to be due to the smoke evacuator motor. The technician replaced the smoke evacuator motor and the rover functioned as intended.

Event description:
It was reported that during a surgical procedure at the user facility, the device was not working. No delay, no medical intervention and no adverse consequences were reported with this event.